Manufacturer narrative:
Follow-up #1 date of submission 07/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: during testing, the battery compartment was observed to be cracked.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging damage to the pump's battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.